Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was exchanged during a secondary procedure due to the patient experiencing a decrease in vision and the lens 'shifted'. The vision was unable to be corrected with glasses. Additional information was requested.